Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 3013394970-2018-00515 for the first device reported that was used on the same patient.

Event description:
The user facility reported that the angio-seal device anchor was pushed out of the sheath, but was not deployed and came back into the sheath, so-called shuttling occurred. The angio-seal device was not use and another angio-seal device was therefore used. The same shuttling occurred. Manual compression was then applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250 cc. The procedure before deploying the device was ppi (percutaneous peripheral angioplasty). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.